Event description:
It was reported that catheter break occurred. The target lesion was located in the anterior tibial artery. During left lower extremity angiography, an opticross imaging catheter was advanced to the target lesion. However, the device hit a spot like proximal anterior tibia and buckled and broke the catheter so there was no imaging. The transducer was broken while advancing through the proximal anterior tibial artery. The device was removed over the wire and still intact. Another opticross was used; however, the device also hit a spot like proximal anterior tibia and buckled and broke the catheter. The device was removed over the wire and still intact. The procedure was completed without ivus imaging of the anterior tibia. No patient complications were reported and patient is stable.